Event description:
The customer contacted baxter's service center regarding a system error 2240 , which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power, system error 2367 occurred, and the hp cycled the power again. The hp pressed go before connecting. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240 alarm. The rn stated they were not aware of the incident. The rn stated the hp has had no injury or medical intervention from this event and has been performing therapy successfully.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.